Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0.

Manufacturer narrative:
Vyaire file identification: (B)(4). Other - the suspect device / component has not been returned to vyaire. Therefore, no definitive root cause can be determined. However, the customer reported that the vent has been updated with software version 6.0.1700.0 and circuit test has been performed.

Event description:
It is reported to vyaire medical that the bellavista 1000e experienced a user interference message. At this time, there is no information regarding patient involvement associated with the reported event.